Event description:
The customer reported to olympus that the device was displaying an error message. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The generator was received by the service center where the unit was inspected and tested. During testing it was found that the core transformer on the circuit (pkrf) board was broken and needed to be replaced. The fault log did not show any error codes. The check irrigant/electrode error was unable to be confirmed. The unit was repaired and the unit passed all functional tests. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, while the error specified was not found, the pkrf board was faulty. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.